Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that an anchor broke off a silent nite sleep 3d appliance. Event was reported to the dental office located in (B)(6).